Event description:
It was reported that the stent partially deployed and stretched. Vascular access was gained via contralateral approach. A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for stent placement. During deployment, the stent was partially deployed approximately 33% when the deployment wheel became locked in place. The physician broke the handle apart in an attempt to deploy the rest of the stent, but the rest of the stent could not be deployed. They pulled on the handle, and the delivery system was removed, but the stent was left in an undesirable location. The stent was observed to be stretched. The stent remains implanted. There were no patient complications reported.